Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # - (B)(4). Expiration date needs to be blank as this was reported incorrectly initially. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the prong had fractured and was not returned. Hardness test was performed and found to be within specification. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tab fractured off of the ncb periprosthetic mis guide.